Event description:
It was reported that the patient underwent a gynecological procedure on an unclosed date at an undisclosed location and a mesh product was implanted into the patient to treat sui/pop. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted concurrently with lynx implant due to sui/pop. It was reported that following insertion the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2009. It was also reported that following the procedure the patient experienced pain, erosion, extrusion, infection, recurrence, bleeding, vaginal scarring and urinary/bowel problems. It was further reported that the patient underwent excision of eroded mesh and tension free vaginal taping with on (B)(6) 2009. The patient had injection of durasphere to treat incontinence and intrinsic sphincter deficiency on (B)(6) 2010. It was also reported that an additional mesh product was implanted. No additional information was provided. (B)(4).

Manufacturer narrative:
Date sent to FDA: 3/22/2017.